Event description:
This event was communicated by medtronic navigation who reported that a site ((B)(6) hospital) had spheres that did not track. Site replaced spheres and the new spheres were able to track. Site disposed of product, did not take any pictures or record lot number.complainant reported that there was no patient/user injury, death or other serious deterioration in health.